Event description:
The pt used the device on her right leg for a couple of hours and experienced swelling above the right ankle. Due to the pt's defibrillator, she contacted her heart dr who advised her to discontinue use.